Manufacturer narrative:
(B)(4). The device was manufactured (B)(4) 2016. The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. The cause of fluid inside the bag was identified to be an untightened blue winged luer cap. A functional leak test was performed, by refilling the device and manually tightening the winged luer cap. During and after fill, no signs of a leak were observed from the device. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked from the connection of the blue winged luer cap to the luer. This occurred after filling. There was no patient involvement. No additional information is available.